Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention when the product was removed from its package, a bend in the stent was noted and the proximal part of the balloon was opened (inflated like). The product was not clinically used. The target lesion was treated with another cypher select. There were no injuries to the patient.